Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent colorectal procedure on (B)(6) 2018 and suture was used. The patient experienced a bowel puncture. The surgeon used a cutting needle but expected a round bodied needle. The original code was not available and the code the hospital was provided as an alternative was w9360 which was inappropriate in this case. The bowel was repaired with another unspecified suture. The procedure was extended around 30 minutes. No additional information was provided.